Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'on/off and exit key not working'. The evaluator confirmed that the on/off button did not function. The reported condition was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the on/off and exit key on the keypad of a spectrum pump were not working. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.